Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) lead were attempted to be implanted. There was placement difficulty during the procedure. After deploying the helix a few times for repositioning, the helix would no longer extend or retract. This issue took place with both leads. The leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop.